Manufacturer narrative:
The device involved in the reported incident is not expected for an evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received regarding a kit (ip1p) containing cc1, p1 and the ip1 introducer. The event was described as follows; "the hospital had a patient that the licox was not working so a CT scan was done and it showed that the catheter was bent." The reporter stated that the problem was caused by "them" (the surgeon) not properly opening the dura, not because of the probe itself. The hospital used the perforator from the set and they did not describe any problems with the insertion. Further information about patient impact was not available.